Manufacturer narrative:
Patient information was not provided for reporting. Device malfunctioned intra-operative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 04.027.034s, lot# l595834. Manufacturing location: (B)(4), release to warehouse date: oct 04, 2017, expiry date: sep 01, 2027. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent procedure to repair neck of femur. During the surgery, when the surgeon inserted the pfna blade, it was deemed to have a factory fault. Up to that point the procedure was progressing well. With the help of radiology imaging, it was noted that the pfna blade was not reducing or closing. The surgeon tried to attach the pfna blade to its handle and repeat the locking procedure of the blade. The surgeon confirmed that the blade was not locking for the second time despite being experienced in use of this device. A new blade was accessed for use and the fracture reduction was successful. No harm to the patient reported due to this device failure. Procedure was completed with ten minutes delay. Reportedly, this was the second blade to perform in this manner (previous 2017) and have to be replaced for the procedure to be completed. This first incident is reported under (B)(4). This report is for one (1) pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation selection , investigation site: cq zuchwil , selected flow(s): 2. Device interaction/functional. Visual inspection: upon visual inspection of the complaint device it can be seen that the surface is showing signs of usage. Functional test: during investigation a functional test was performed, the blade passed the functional test (see pictures on pi level). As the blade is fully functional, the complaint is unconfirmed and no further investigation will be done. Summary: device history record (DHR) review showed no issues. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: UDI. Additional narrative: device available for evaluation. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.